Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and verified the reported safe state 2012 error upon start-up of the unit. Fss removed and replaced instrument manager printed circuit board (pcb) and power supply, reloaded host and system software, performed vacuum calibration as well as reseated all connections in monitor assembly including advantech pcb and hard drive. While on site, fss also removed and replaced console cap due to broken stand-off and carried out the field service checklist, which the system passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred on boot up with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.